Event description:
Customer reported, the insulin pump had a blank display. Customer's has changed the battery several times and still the display did not return. During the call customer removed, the reservoir and the display returned and it alarmed battery out limit then it turned back off. Customer's blood glucose was 90 mg/dl. Customer stated, the device did not have any physical damage. The device was not dropped, bumped, nor exposed to moisture. The battery compartment, battery cap, or springs were not missing, damaged, or corroded. Customer requested a new battery cap to see if that would resolve the issues. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.